Manufacturer narrative:
Follow-up # 1 date of submission 11/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the audio bolus button cover was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. It was reported that the display had become dimmer than usual. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.